Manufacturer narrative:
Concomitant product: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0ffzb, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
The consumer reported there was a poor communication screen on the patient programmer. The patient was not recently implant or had revision surgery. The antenna was being used. The antenna was confirmed to be secure, it was synced with the implantable neurostimulator (ins), and this did not resolve the reported issue. There was poor communication. It would not do telemetry with or without the antenna. No patient harm was reported. It was further reported by the consumer on (B)(6) 2015 that the replacement patient programmer was not connecting with or without the antenna either. The indication-for-use (IFU) was fecal incontinence and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received from the consumer reported that a new battery was being placed in her rear end. It was noted that the battery only lasted 1.5 years, not 5.